Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was capped and replaced due to capture anomaly. Patient was asymptomatic and was fine prior and during the procedure. No further information available.